Event description:
Device 1 of 3. Ref. MFR. Reports#: 1627487-2015-0002 and 1627487-2015-00003. The pt is implanted with four pns leads (off-label) from three different lots. It was reported the pt is not receiving effective stimulation. A previous diagnostic test revealed high impedance measurements for which reprogramming was utilized as intervention. X-rays of the pt's scs system will be performed for further interrogation. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.